Event description:
Additional information received, reported that the recharger/cord issues resolved. The cause was not determined, but reprogramming fixed the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37761,serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to h6: device codes a070803, a0902 and a12 were omitted from previous reports. Patient code e2403 was also omitted. H3: analysis of the desktop charger (serial# (B)(6)) found a broken cord and connector pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761 lot# serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with neurostimulator (ins). It was reported that patient said yesterday he was having trouble with the recharger he thought there was a short in the cord and was unable to charge his device. Rep instructed the patient to call patient services for them to ship him a new one. Rep called patient services this morning and they will send him a new recharger. Pt mentioned their recharger screen was blank/unresponsive and they cannot charge their recharger since a few days ago. Pt attempted to "fiddle" with the desk top charger(dtc) plug, but could not get recharger to come back on. Pt confirmed the green light was illuminated on dtc. The issue was not resolved. An email was sent to the repair department to replace the dtc. Pt could not walk and had to crawl to get external equipment; pt was audibly breathless after crawling. Pt was in a lot of pain due to not being able to recharge their ins with their recharger because the dtc was not charging the recharger. Pt's pain returned this past weekend. Pt mentioned the therapy was turning off by itself and was turning off "a lot" since about a week and a half ago. Pt has an appointment on (B)(6) 2021. Pt mentioned the therapy always vibrates in both legs, but now, the pt only felt a faint feeling of vibration in one leg. And pt was worried their ins would completely deplete because they could not charge their ins using the recharger. The patient was redirected to their healthcare provider to further address the issue.